Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). The customer stated that the patient sample was highly icteric.

Event description:
The initial reporter received a questionable triglyceride result from one patient's sample tested on the cobas 8000 c702 module. The initial result was 7.5. The first repeat result was 164.2. The unit of measurement was not provided.